Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of post-paced t-wave oversensing were observed. The patient was asymptomatic. A programming change was recommended. No action was completed. No further information is available.